Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that, for several days, the pt experienced blood glucose excursions with values of 40 mg/dl to 400 mg/dl. On one occasion, a family member reported, the pt's blood glucose was 400 mg/dl, ketones were not detected, and the pt experienced shortness of breath. Medical intervention was not sought; the pt was successfully treated at home.